Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had network connectivity issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had network issue. A field service engineer worked with local it to restore connectivity to the device by changing its network setting from static to dhcp. After rebooting the device, both the engineer and the user were able to log in successfully. The device was verified as online in remote smart service (rss), and functionality was tested and confirmed to be working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had network connectivity issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.